Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. The returned device condition indicates both an anterior and posterior cuff miss likely occurred. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery using two prostyle devices via a 6f sheath hole after a percutaneous transluminal angioplasty procedure. Reportedly, cuff misses occurred with both devices as when the plungers were retracted after needle deployment, the sutures could not be verified. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.